Event description:
It was reported that the programmer had a loss of power. It was further requested that it receive a calibration and a software update. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer had a loss of power. Analysis did find that its stylus was pulling apart and that the upper hinge plate was scratched, both were replaced and the stylus was calibrated.